Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the silicon rubber inside the sheath was partially missing. The evaluation identified a black fragment which was returned with the subject device. The manufacturing history was reviewed, with no irregularities noted. This type of the silicon rubber damage is most likely related to the operator's technique. Based on the past similar cases, there is a possibility that the silicon rubber broke off and fell since the inside of the sheath was subjected to a load when the user cleaned it or inserted or removed the probe. The instruction manual of the device has already warned as follows; prior to closing the surgical incision, confirm that no part of this device, such as the probe, is missing or broken off. If a piece of the device is missing, check whether or not it has fallen into the patient. If the piece of the device is found in the patient body, remove it by appropriate technique.

Event description:
During an unspecified procedure, the subject device was used. While in use, a part of the device fell off. The fragment was retrieved. No further information was reported. There was no patient injury reported.